Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation versaconnect faradrive was selected for use. It has been mentioned that after the transseptal was performed and upon the removal of versacross connect dilator to exchange for the mapping catheter, the dilator appeared to be visually stripped and small few chunks of materials were lying on the outside of dilator. Physician aspirated blood from the faradrive sheath to ensure no chunks were present in the lumen and the sheath was exchanged for new faradrive sheath to complete the procedure. There was no fluid leak or air in sheath present. The dilator technically did not appear stripped, but there were small chunks of the dilator material present on the outside of the dilator. No patient complications occurred. The product is expected to return for analysis.